Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external devices after the patient had unrelated shoulder surgery. The ipg was not put into surgery mode prior to the procedure. Troubleshooting steps were taken but the ipg would not communicate. Aa result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.